Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing of vf was observed on the device due to variable r waves and low-amplitude vf complexes. It was noted that the device had delivered successful hv therapy to break the vf event. Patient was asymptomatic. Programming changes were made. Device remains implanted.